Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken energy cable. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified intraoperatively; broad ligament tissue was being manipulated. The conductor wire was found to be exposed with no loss of cautery. There were no signs of thermal damage or arcing. There was no material detached from the instrument or report of a fragment falling into the patient's anatomy. The instrument was inspected prior to use, and no damage was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. This issue can be resolved by using an alternate instrument to complete the procedure.